Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: a pump evaluation was performed, and it was determined that the wake button was unresponsive. The customer reverted to alternate insulin therapy.